Event description:
The customer reported a noise heard from the system and a loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube fan was found to be jammed by power supply cable. The power supply cable was reseated. The system was tested and found to be working as intended and returned to service.